Event description:
Customer alleged a cancelled load with a sterrad nx sterilizer. The load was not recalled. Attempted to transfer to technical dept for troubleshoot on unit. Customer refused and states read out states "cancel stage pressure check, h202 delivery failure, area too low, area set point 747, actual value 710.20". He stated his biomed is checking it and they surmise the h2o2 monitor was partially blocked. Load content: 3 peel back batteries of which one was obtained and two were not located, and could not be recalled. They were transported to delivery and ortho/surgical. Customer indicated there were not any reports for pt reaction or cross contamination. Informed the customer, because the load cancelled, there is no confirmation that the devices were sterilized.

Manufacturer narrative:
(B) (4): load not recalled.